Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user visited the clinic reporting that he was no longer able to hear with the device. No history of head trauma or an accident was reported. Re-implantation may take place in 1 or 2 months.

Manufacturer narrative:
Conclusion: investigation revealed damage to the active electrode likely caused by repeated external mechanical impacts on the device. The problems described in the recipient report appear to match the damage found. This is a final report.

Event description:
The user attended the clinic reporting that he was no longer able to hear with the device. No history of head trauma or an accident was reported. Re-implantation was performed .

Manufacturer narrative:
According to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected, as an increase of hi channels can be observed from in situ measurements. However to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation is considered, but no date has been scheduled yet.

Event description:
The user visited the clinic reporting that he was no longer able to hear with the device. No history of head trauma or an accident was reported. External parts were checked and found to be functioning normally. No date has been made available with regards re-implantation.